Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Additional information was received indicating that all other measurements were within normal limits. The patient returned to the clinic with the most recent measurement at 95 ohms. No revision was done and no lead issue was suspected. No adverse patient effects were reported. Therefore, the ICD and rv lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.